Event description:
This supplemental report is being filed to provide additional information that the product has been abandoned and replaced. The pulse generator was explanted and the electrode was abandoned. The patient received a transvenous system. There were no additional adverse patient effects. It was reported that the patient with this system now has a left ventricular assist device (lvad). The subcutaneous implanted cardiac defibrillator (sicd) system was checked after the procedure for the lvad. The autosetup feature was unable to find a good sensing vector due to low intrinsic amplitudes and noise. The doctor elected to program the sicd system off for now and will possibly replace it with a transvenous system later. There were no adverse patient affects. The system remains implanted.

Event description:
It was reported that the patient with this system now has a left ventricular assist device (lvad). The subcutaneous implanted cardiac defibrillator (sicd) system was checked after the procedure for the lvad. The autosetup feature was unable to find a good sensing vector due to low intrinsic amplitudes and noise. The doctor elected to program the sicd system off for now and will possibly replace it with a transvenous system later. There were no adverse patient affects. The system remains implanted.